Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during testing, the unit was failing step #3 of the rem function test. Decrease the resistance to 0 o or short the rem pins together and verify that the rem zmag measurement on the display was within the specification 0 o to 4 o which confirmed that the rem led indicator light illuminates red. The biomed was getting a reading of 6-7 ohms instead of 0-4 ohms. Additionally, the rem led indicator light was illuminating green instead of red. The unit was passing all other steps such as steps 1, 2, and 5 for rem function. Upon further troubleshooting it appears. Biomed would try to adjust testing setup and possibly swap out equipment to see if the issue resolves. There was no patient involvement.